Event description:
A patient presented with an infrarenal abdominal aortic aneurysm and a focal dissection. In 2006, bare metal stents were implanted to repair the focal dissection. On four days later, the proximal end of a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted inside a bare metal stent. When the physician attempted to cannulate the contralateral gate with an 18 fr gore introducer sheath, the sheath caught on the edge of the contralateral gate. The trunk-ipsilateral leg component was pushed proximally and both renal arteries were unintentionally covered. The patient was converted to open surgical repair. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note that this event was already reported in medwatch 2017233-2006-00034; however, review of the file revealed that the sheath was from a separate device family, and therefore required a separate medwatch.